Event description:
The customer observed falsely decreased calcium result generated on the architect c4000 processing module for one patient. The sample was repeated and normal results were obtained. The following data was provided: customer¿s normal range: 8.4 to 10.5 mg/dl; sid (B)(6) initial result = 3.93 mg/dl; repeat result = 9.8 mg/dl, repeat result on different instrument = 9.2 mg/dl, there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by replacing the misaligned r1 c4/c8 reagent probe and calibrating the r1 and sample probes. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c4000 did not identify any trends. A review of tracking and trending for the c4/c8 reagent probe did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 for serial (B)(6) or the c4/c8 reagent probe were identified.

Event description:
The customer observed falsely decreased calcium result generated on the architect c4000 processing module for one patient. The sample was repeated and normal results were obtained. The following data was provided: customer¿s normal range: 8.4 to 10.5 mg/dl. Sid (B)(6) initial result = 3.93 mg/dl; repeat result = 9.8 mg/dl. Repeat result on different instrument = 9.2 mg/dl. There was no impact to patient management reported.